Manufacturer narrative:
Weight-race:unk. Claim #(B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient eye. Reportedly. "The vault was a little high but the surgeon decided to leave the icl in the eye and follow the situation. The patient has no complication, but the surgeon still thinks the vault is too high."